Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that in the middle of an infusion. Red screen 41628.

Manufacturer narrative:
H4 - device mfg date; correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿red screen 41628¿ was confirmed through pump power up test. The probable cause was printed wiring assembly (pwa) board. Further investigation found the downstream occlusion (dso) seal was detached. Replaced the pwa board, motor and dso seal. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.